Event description:
Homecare pt being fed using a pump. 480 ml of an enteral feeding solution were hung, and the pump was set to deliver 48 ml/hr. 480 ml were delivered in 8 hours instead of 10. Pt reportedly vomitted and aspirated. Pt's family member (pediatric nurse) manipulated the feeding rate to complete the feeding over 10 hours. One pt involved.